Event description:
One pt who had previously undergone a spinal fusion presented with back pain 5-6 months after a spinal procedure in which adcon was administered. A pseudo-meningocele was diagnosed via MRI. It was later determined that the event was related to an intraoperative incidental dural laceration.